Event description:
It was reported that the patient presented inpatient after an atrial leadless pacemaker implant. Upon review, the leadless pacemaker was inappropriately pacing the right ventricle. Diagnostic imaging was performed and confirmed that the device had dislodged. The leadless pacemaker was retrieved and successfully re-implanted on (B)(6) 2024. The patient condition was stable.